Manufacturer narrative:
Three reservoir cassettes were received for evaluation. Visual inspection of the devices noted no discrepancies. Devices underwent occlusion testing by using a syringe to infuse water into the ay bag. No occlusion was found, fluid passed thru the cassette. Accuracy test was reviewed on three units, in order to verify that no alarms were activated; no discrepancies were found. A review of the production floor was also conducted, including a sample of 32 units taken to verify no occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were detected. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that the lumen to a smiths medical portex® endobronchial tube was noted to be sharply inclined with a larger outer diameter. It was reported that the bronchial fiberscope was unable to be passed through it. There were no reported adverse effects.